Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced severe discomfort at the ipg site following weight fluctuation. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg was relocated to a new pocket/site to address the issue. Reportedly. The issue had been resolved.